Event description:
It was reported that the patient¿s doctor had to remove the entire spinal cord stimulator (scs) system. The scs system wasn¿t working on the right side of the patient¿s body where most of their pain was. An x-ray was taken which showed that the lead had dropped 3-4 inches. It was unknown why the lead dropped but it was thought that it was a bad time for it to be implanted because the patient was moving. The patient didn¿t do any lifting or bending but was more active and it might have been the patient¿s fault that the lead fell. The doctor tried to replace the lead on 2014-(B)(6) but they couldn¿t get through the scar tissue so the entire system was explanted on (B)(6). The scar tissue was due to a previous back surgery. The patient had an appointment on (B)(6) to discuss implanting a new lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).